Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2016, it was reported that the cutter was not sharp and it was not cutting right. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Zimmer biomet surgical has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the meshgraft ii on november 22, 2016 revealed device had worn and damaged roller, cutter, side plates, handle ratchet gear, pin and spring. There was significant wear to the cutter blades as well as nicks throughout. There was galling to the roller shaft extension. The ratchet handle appeared to ratchet normally and ratchet gear was put in backwards. The test mesh was performed and failed. The calibration was out of specification. Repair of the meshgraft ii was performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the roller, cutter, side plates, handle, ratchet gear, pin and spring. The service technician noted that the components appeared to be worn and damaged. Also the ratchet gear was put into the ratchet handle backwards. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the test mesh did not pass and the cutter blades have significant wear and nicks throughout. However, it was noted that the device has worn and damaged parts and the device calibration was out of specifications. The root cause of the reported event was due to the cutter blades have significant wear and nicks throughout and worn parts. The IFU states that the device should be returned for preventative maintenance every twelve months. The device was never returned for service at zimmer biomet. The issue was resolved replacement of the cutter, roller, worn side plates, and damaged hardware. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Meshgraft ii, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the cutter did not work smoothly to get the skin graft and as a result it was getting stuck. No adverse events were reported as a result of this malfunction.